Manufacturer narrative:
(B)(6).

Event description:
It was reported stent damage had occurred. A 2.75 x 24mm synergy xd drug-eluting stent was being used in a procedure. During the procedure, it was noted that the stent strut was damaged in the distal area. The procedure was successfully completed with a different device without further issue or patient injury.